Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in a canine patient the two pacing leads experienced dislodgements. The pacing leads were revised and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in a canine patient the two pacing leads experienced dislodgements. The pacing leads were revised and remain in use. No patient complications have been reported as a result of this event.